Manufacturer narrative:
The pump passed self test and displacement test. No unexpected hardware low level failures or the motor arm cannot communicate with the main arm alarms noted during testing however, hardware low level failures and the motor arm cannot communicate with the main arm alarm are confirmed in the downloaded history file due to a software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer stated they were able to successfully clear the alarm and was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.